Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion to be treated was located in the 90% stenosed, non-calcified, mildly tortuous lad (left anterior descending) and 1st diagonal branch. After placing a guide wire into 1st diagonal branch, predilation and intravascular ultrasound, a 2.5x16mm taxus express2 stent was placed. When an attempt was made to remove the stent delivery system after placing the stent and inflating the lesion at 9atm under nominal pressure, it was "very difficult" to remove the system. The delivery system was inflated at low pressure several times, however, it was still difficult to remove the system. A guide catheter was used to successfully remove the system. The physician felt that it was possible that the lesion was not fully inflated during the balloon angioplasty procedure. However, it was very difficult to increase pressure of the angioplasty balloon because the vessel diameter was very small. The pt condition was reported to be good and no pt complications were reported as a result of this event.